Event description:
The pt was undergoing a generator change for an ICD. The new generator that was being attached to chronic leads was a boston scientific model number n118. The single setscrew on the rv pace-sense pin did not tighten correctly, and therefore the appropriate connection could not be made to this electrode. This was manifest by failure to pace, impedance >2500 ohms, and the pin easily pulled from the header. Despite attempts to troubleshoot this problem using bsc technical services over the telephone, the problem could not be solved. Unfortunately, there was not a back-up generator available, so the pt's existing generator, which was at eri, had to be put back in. The pt is being rescheduled for a repeat procedure in a couple of weeks.